Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, making it unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support confirmed the pump was in warranty and arranged for a replacement. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to return the damaged pump within ten days using a pre-paid label.